Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient performed two comparisons of their meter to another meter. For the first comparison, patient's meter read 277 mg/dl and the other meter read 227 mg/dl. For the second comparision, patient's meter read 299 mg/dl and the other meter read 249 mg/dl. Meter to other meter is an invalid comparison. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no allegation of any harm or injury. New test strips are being sent to the patient.